Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch from bipolar to unipolar occurred due to an out of range impedance measurement on this right ventricular (rv) lead. The patient presented for follow up and the pacemaker was reprogrammed to a bipolar sensing and unipolar pacing configuration. The patient continues to be monitored via remote monitoring. The rv lead and pacemaker remain in service. No adverse patient effects were reported.